Event description:
On (B)(6), 2012, the patient underwent emergent endovascular repair of the common iliac aneurysm rupture using gore excluder aaa endoprosthesis. The procedure ended without endoleak. On (B)(6), 2012, the patient presented anemia during the hospitalization. Cta revealed that the junction part between the two contralateral legs was disconnected. And there was blood leakage from the ruptured aneurysm. The patient had a hemorrhagic shock and additional procedure was performed. A contralateral leg was implanted at the junction part to resolve the type 3 endoleak and the blood leakage. The patient tolerated the procedure and was fine.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions: per gore excluder aaa endoprosthesis. Insturctions for use: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with intraenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy. Additional device implanted and involved in this event: (B)(4).